Manufacturer narrative:
The insulin pump passed the displacement test, self test and error test. All operating currents are within specification. Off/no power alarm functions properly. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had minor scratches on display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error, but it did not alarm no delivery when the cannula was kinked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.